Manufacturer narrative:
Omit a1402 - excess flow or over-infusion (1311) omit b17 - device not returned omit c20 - no findings available omit d15 - cause not established manufacturer narrative a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the customer after following the investigation through the lab test results did not confirm the presence of secondary contents in the primary drip chamber. Hence, the probable failure mode for this incident is an over-infusion instead of a back check valve failure. The incident describes as follows "there should have been an infusion of 4.115 ml at the time of the incident (secondary infusion of 50 ml), but the secondary bag was empty, instead. No leaks were observed during our tests to justify the ~46 ml of missing fluid. No programming errors were identified during our investigation." There was patient involvement and no harm reported.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the customer after following the investigation through the lab test results did not confirm the presence of secondary contents in the primary drip chamber. Hence, the probable failure mode for this incident is an over-infusion instead of a back check valve failure. The incident describes as follows "there should have been an infusion of 4.115 ml at the time of the incident (secondary infusion of 50 ml), but the secondary bag was empty, instead. No leaks were observed during our tests to justify the ~46 ml of missing fluid. No programming errors were identified during our investigation." There was patient involvement and no harm reported.